Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
It was reported by the patient that they could not communicate with their implantable neurostimulator recharger (insr) and they had poor communication with their patient programmer (pp). The patient's last successful recharge session was noted to be three weeks prior to this report. They had forgotten to bring their insr on vacation. Relevant medical history includes spinal pain. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If received, the event will be updated.